Event description:
It was reported that a user¿s dexcom g7 sensor intermittently failed to pair with the ilet while continuing to display glucose values in the dexcom app, resulting in repeated ¿pairing failed¿ and ¿sensor reconnecting¿ alerts on the ilet and necessitating alarm review, sensor mode toggling, re-entry of the correct pairing code, and an ilet restart; the user also received low insulin and change infusion set notifications and manually entered glucose values of 150 mg/dl and later 221 mg/dl on the ilet, consistent with an intermittent communication failure involving the ilet¿s wireless interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the dexcom g7 and the ilet, consistent with intermittent communication failure and implicating the device¿s electrical and magnetic subsystem, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.